Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1997:[missing records: records for ¿hernia repaired with mesh at shayside hospital in 1997¿ were not provided.] Records between 1997 and (B)(6) 2005 were not provided. (B)(6) 2005: (B)(6) . Radiology ¿ CT abdomen/pelvis. History: right lower quadrant bulge. Evaluate for abdominal wall hernia. Impression: a fairly large ventral hernia in the lower anterior abdominal wall, containing small bowel loops. (B)(6) 2005: (B)(6) . Letter to dr. (B)(6) . Consultation. Hernia repaired with mesh at shadyside hospital in 1997. Underwent a total abdominal hysterectomy/bilateral salpingo-oophorectomy in (B)(6) 2005, subsequently noted recurrence of hernia on right side of the midline. Constipated on and off. Pain in the area of the hernia is intermittent, worse with straining. First noticed the recurrence of the hernia in june. CT in july 2005. History of 4 c-sections. Cholecystectomy in 1986. Smokes less than one pack per day for the past 20 years. Impression: recurrent incisional hernia right lower quadrant. Good candidate for laparoscopic incisional hernia repair. (B)(6) 2005: (B)(6) hospital of upmc health system. (B)(6) . Operative report. Surgeon: dr. (B)(6) . Preoperative diagnosis: recurrent incisional hernia, adhesions. Postoperative diagnosis: recurrent incisional hernia, adhesions. Procedure: laparoscopic incisional hernia repair. Lysis of adhesions. Anesthesia: general. Attestation: I was scrubbed in during the entire procedure. Indications for surgery: a 42-year-old female who has an incisional hernia recurrence. She underwent a hernia repair with mesh in 1997 and has noticed a bulging in the right lower quadrant since june. The pain in this area is intermittent and is worse with straining. She presents for a laparoscopic incisional hernia repair. She understands the indications, alternatives, and risks and wishes to proceed with the procedure. Findings: an 11 x 14 cm incisional hernia with dense adhesions within the hernia sac. Hernia was repaired using a 17 x 20 cm gore-tex dual mesh plus. Procedure: ¿after informed, consent was obtained, the, patient was brought to the operating room and was placed in the supine position. After, the administration of adequate general endotracheal anesthesia, a foley catheter was inserted and the abdomen was prepped and draped in the usual sterile fashion. Bilateral sequential compression devices were activated prior to induction of anesthesia. A left subcostal anterior axillary 5 mm incision was made. The veress needle was inserted and the abdomen was insufflated to a pressure of 15 mmhg using carbon dioxide. A 5 mm trocar was inserted. Additional 5 mm trocars were placed in the anterior axillary line in the left lower quadrant and on the right side in the mid abdomen. There were dense adhesions throughout the lower abdomen and these were lysed bluntly within the area of the right lower quadrant. The adhesions were especially dense and these adhesions involved the small intestine and the omentum. The omentum was peeled away from the hernia sac bluntly and this exposed a loop of small intestine, which was contained within the hernia defect. This intestine was reduced and the adhesion to the hernia sac was lysed sharply using endoshears. The bowel was then inspected in this area and was found to be uninjured. The hernia was measured and was found to be 11 x 14 cm in height and length respectively and therefore a 17 x 20 cm gore-tex dual mesh plus was selected. The mesh was prepared by placing sutures at the 12, 3, 6, and 9 o¿clock positions using gore-tex suture. The mesh was inserted through one of the right-sided 5 mm port sites and was unrolled. Using separate stab wounds and a gore-tex suture passer the sutures attached to the mesh were brought up through the abdominal wall and tied. A tacking device was used to secure the edges and to keep the mesh flat at 1 cm intervals. Three additional sutures were placed to keep the mesh in place and these were passed through the abdominal wall and through the mesh and tied. The mesh was inspected and was found to have excellent coverage of the hernia defect. The bowel was again inspected and the omentum and bowel were intact and not having any bleeding. There was no drainage of intestinal contents. The abdomen was then deflated. All ports and instruments were removed. The 5 mm incisions were closed with a 4-0 polysorb subcuticular suture and dressed with steri-strips and tegaderms. The stab wounds for the gore-tex suture passer were closed with steri-strips. The patient tolerated the procedure well. All sponge, needle, and instrument counts were correct. I was scrubbed in during the entire procedure. The patient was extubated and sent to the recovery room in stable condition.¿ (B)(6) 2005: (B)(6) . Intraoperative record. Implant log. Description: mesh, dual plus 20 cm x 30 cm (n) 1dlmcp07. Serial number/model number: (B)(6) . Lot number: 03688425. Manufacturer: gore. Expiration date: n/a. Implant site: abdomen. Quantity: 1. (B)(6) 2005 [assigned]: (B)(6) . Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 03688425. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial ((B)(6) /03688425) was implanted during the procedure. (B)(6) 2006: (B)(6) . History and physical. Presents for preoperative history and physical prior to repair of recurrent ventral hernia with mesh. Patient states she has had this repaired twice, once in 1997 with dr. (B)(6) , mesh was used at that time. And, may 2005, mesh was removed during her hysterectomy. The hernia was then repaired again in october 2005 with dr. (B)(6) , and she does think mesh was used again the second time. However, the hernia recurred shortly after surgery. Does have pain with even minimal activity, states hernia is getting larger. Impression: recurrent ventral hernia. Plan: repair of recurrent ventral hernia with mesh. [Record discrepancy: records state mesh was removed in may 2005 during her hysterectomy. Per op report on (B)(6) 2005 there is no mention of hernia, or mesh removal.] (B)(6) 2006: (B)(6) . Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: recurrent ventral hernia repair with a giant sepramesh 8 x 12. Indication: the patient is a 42-year-old african american female who had undergone a ventral hernia repair in 1997 and again in may 2005. The 2005 operation was performed laparoscopically. The patient has a large hernia defect on today's exam that measures at least 8-cm in greatest diameter and is in the right lower quadrant. Findings of operation: the patient's gore-tex mesh had decompressed itself to just to be about 3 x 6 mesh and the hernia sac formed inferior to the inferior edge of the gore-tex patch. The gore-tex was removed, then the giant mesh was placed in the peritoneal cavity to engulf the bowel and extend laterally on flanks and to posterior to the bladder anteriorly. Description of procedure: ¿after adequate general endotracheal anesthesia, the patient's abdomen was prepped and draped in the usual fashion, a midline incision was made above the umbilicus and taken down to the suprapubic area. The subcutaneous tissues were divided, and the hernia sac was separated on the fascia and sent to pathology. The gore-tex was also removed and sent to pathology. After adequate hemostasis was obtained, the large piece of giant mesh was then placed after the small bowel adhesions were lysed and small bowel was placed back in its normal anatomical position, and the omentum was placed overlying the small bowel. The giant sepramesh was placed and was then secured to the undersurface of the abdominal wall laterally with prolene sutures x4. Two prolene sutures were also placed in the area of the bladder on the surface of the anterior abdominal wall. The abdominal wall was then reapproximated with looped polydioxanone suture x2, and the skin was approximated with staples. Estimated blood loss was less than 50 cc.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] (B)(6) 2006: (B)(6) . Emergency department. Abdominal pain, nausea, vomiting. 2-day history of gradual worsening of lower abdominal pain. Exam: abdomen: moderate distention, diffuse mild to moderate tenderness. Acute abdominal series show multiple air-fluid levels consistent with partial small bowel obstruction. Impression: partial small bowel obstruction. Plan: admitted. [Missing records: records for ¿acute abdominal series show multiple air-fluid levels consistent with partial small bowel obstruction¿ were not provided.] (B)(6) 2006: (B)(6) . Body fluid culture. Specimen: fluid abdominal. Gram stain: moderate polymorphonuclear cells, no organisms seen. Culture: very rare escherichia coli, very rare enterobacter sakazakii, rare candida albicans. (B)(6) 2006: (B)(6) . Consultation. Recurrent ventral hernia. Complained of nausea, vomiting, abdominal pain and was admitted. CT scan showed evidence of fluid collection. She had aspiration and had a drain put in but the drain fell out, and the fluid shown lactose-fermenting gram-negative rods. Currently on unasyn [antibiotic]. White count down to 12.6. Final identification of gram-negative rod is pending. Impression: concern is positive abdominal cultures for gram-negative rods. It will be prudent to treat this so we can try to salvage the mass in the meantime. Add ciprofloxacin [antibiotic] along with unasyn [antibiotic]. [Missing records: records for ¿CT scan showed evidence of fluid collection¿ were not provided.] (B)(6) 2006: (B)(6) . Operative report. Asst: (B)(6) . Preoperative diagnosis: exploratory laparotomy, removal of infected sepramesh, and placement of drain. Postoperative diagnosis: exploratory laparotomy, removal of infected sepramesh, and placement of drain. Procedure: exploratory laparotomy, removal of infected sepramesh, and placement of drain. Indication: the patient is a 42-year-old african american female with a history of recurrent ventral hernias. She is status post repair of ventral hernia a week ago with sepramesh. The patient 3 days postop developed increasing abdominal pain. She was readmitted to the shadyside hospital after discharge and CT scan showed air/ fluid levels within the anterior lower abdominal compartment. A pigtail catheter was placed, and the cultures were positive for gram-negative bacteria. The patient was placed on intravenous antibiotics. Her white count normalized, but she had persistent pain. Repeat cat scan shows persistent air/ fluid level within the space anterior to the mesh consistent with an abscess that was felt most prudent to just remove the mesh. Specimen sent to pathology: intraperitoneal culture, gram stain c and s, and a portion of the mesh with its filmy exudate for tissue culture, gram stain c and s. Procedure: ¿after adequate general endotracheal anesthesia, the patient's abdomen was prepped and draped in the usual fashion. The formal vertical midline incision was made. There was no evidence of any infection within the subcutaneous tissues. The polydioxanone suture was removed. Upon opening the peritoneal cavity, similarly, there was no puss. The sepramesh was in place. Four tacking sutures hooked to the anterior abdominal wall were removed and air extruded from beneath the mesh and cultures were obtained of frank puss that was identified. The 8 x 12 mesh was removed, and the pulse lavage was used to clean off the filmy exudate anterior to the bowel. There was no evidence of bile drainage in this area, but two 10-mm flat jackson-pratt drains were placed into this cavity. One was brought out in the left lower abdomen and the second 10-mm drain was brought out in the right lower abdomen. The fascia was reapproximated with interrupted #1 vicryl sutures in a figure-of-eight fashion, and the skin was approximated with silver staples.¿ (B)(6) 2006: (B)(6) . Microbiology. Body fluid culture. Specimen: perineal fluid. Gram stain: rare polymorphonuclear cells. Gram stain: no organisms seen. Culture: no growth 4 days. (B)(6) 2006: (B)(6) . Microbiology. Body fluid culture. Specimen: fluid goretex mesh of abdomen. Gram stain: no polymorphonuclear cells, no organisms seen. Culture: 2 colonies candida albicans. [Record discrepancy: culture collected on (B)(6) 2006 states the specimen is fluid of gortex mesh. Per operative report on (B)(6) 2006, gore implant was removed.] (B)(6) 2006: (B)(6) . Discharge summary. Admission diagnosis: infected sepramesh and recurrent ventral hernia. Secondary diagnosis: postoperative ileus. Complaining of nausea, vomiting, abdominal pain, white count 18.9. CT showed evidence of fluid collection. Blood test revealed some gram-negative rods. Hospital course: treated with intravenous antibiotics, unasyn for 4 days prior to exploratory laparotomy and removal of infected sepramesh was performed and placement of drain was also performed. Patient tolerated procedure well. Discharged home on oral antibiotics of unasyn and ciprofloxacin, follow up 1 week. (B)(6) 2007: (B)(6) . History and physical. Recurrent ventral hernia. Patient had 4 times cesarean section and subsequently had total abdominal hysterectomy in 2005 which resulted in ventral hernia. The patient had ventral hernia repair 1 time with laparoscopic method and the other open method in 2005 and 2006. Arranged to have ventral hernia repaired at this time. She had one mesh removed because of infection. Plan: repair on (B)(6) 2007. (B)(6) 2007: (B)(6) . Operative report. Assistant surgeon: (B)(6) . Surgical procedure: repair of incarcerated ventral hernia with mesh. Lysis of adhesions. Additional findings and pathology: this patient has a big recurrent ventral hernia which had previously been repaired at upmc shadyside hospital with laparoscopic surgical procedure and open procedure. The patient has a recurrent hernia located in the lower abdomen towards the right side. The defect is rather big. This required insertion of bard composix mesh measuring about 15-cm x 11-cm in size for repair. Adhesions were extensive which were lysed. Anesthesia: endotracheal general. Operative technique: ¿with the patient in the supine position on the operating table under adequate endotracheal general anesthesia, the skin of the entire anterior abdominal wall was prepped with betadine solution and the patient was draped for the surgical procedure. Ioban drape was also used to avoid infection. A lower abdominal midline incision was made into the peritoneal cavity and the hernia sac was encountered and opened. Further dissection was done and the big hernia sac was excised. Adhesions were further lysed to delineate the rim of the hernia at the fascial level. This was rather a big size. Measurement was made and bard composix mesh, 15-cm x 11-cm size, was used which was sutured in place with continuous running sutures of #1 prolene. During the procedure, some of the greater omentum was removed because it was opening in numerous places. After adequate repair, the subcutaneous tissue was closed with 3-0 dexon interrupted sutures. The subcutaneous tissue was also drained with a 7-mm jackson-pratt catheter. The skin closure was done with staples. The drain was sutured to the edge of skin with 2-0 prolene. Dressing was applied. The patient tolerated the procedure well and was sent back to the recovery room in good condition. Estimated blood loss was about 50 ml.¿ (B)(6) 2007: (B)(6) . Pathology. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Final diagnosis: ventral hernia sac, repair and excision: segment of fibrous sac wall with areas of adipose tissue. (B)(6) 2007: (B)(6) . Discharge summary. Final diagnosis: recurrent ventral hernia, obesity. Recurrent hernia of the lower abdomen. She was operated on the same day as her admission. Hernia was excised, which required a big piece of mesh for hernia repair. She did well with surgery. Postoperatively patient developed a fever that was further evaluated. Patient given augmentin [antibiotic] at the time of discharge. While in the hospital she was on unasyn [antibiotic]. Patient is eating well and jackson pratt drainage was a very small amount. 1 week for follow up care. Instructed to take care of jackson-pratt catheter drain. Records between (B)(6) 2007 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6) . Office notes. Hernia, duration 1 year. Risk factors include obesity and smoking. Weight 200 lbs. Exam: hernia is present in the epigastric area, central right. Reducible. Referral general surgeon. (B)(6) 2014: (B)(6) . Office notes. Follow up on hernia. Patient went to surgeon to get repaired. Patient did not like doctor¿s bedside manner, reluctant to operate due to patient smoking and obese. Patient having no symptoms and is reducible. May try another surgeon. Current every day smoker, 1 pack per day. Medications: metformin, lantus. Exam: umbilical hernia, reducible. Plan: encouraged patient to try another surgeon. No pain currently and is reducible. (B)(6) 2014: (B)(6) . Office notes. Follow up for diabetes and hernia. Hernia duration 1 year. Exam: umbilical hernia reducible. Plan: scheduling a second opinion for hernia repair. (B)(6) 2015: (B)(6) . Radiology ¿ CT abdomen/pelvis. Reason for exam: recent hernia surgery, denies pain. Recurrent incisional hernia. Impression: chronic shallow broad-based fat-containing supraumbilical midline hernia at the superior margin of the hernia mesh repair. (B)(6) 2015: (B)(6) . Letter to dr. (B)(6) . Follow up after CT scan of abdomen and pelvis to evaluate her recurrent incisional hernia. Exam: easily reducible incisional hernia at the superior border of her incision. CT scan unchanged compared with the scan done one year prior. No evidence of bowel obstruction. Impression/plan: recurrent incisional hernia unchanged and causing minimal symptoms. Recommended continued observation. Explained her obesity and smoking place her at a high risk for recurrence. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for ¿decompressed mesh¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span july 19, 2005 through june, 4, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity (B)(6) 2005: 180 lbs., bmi 32.9, (B)(6) 2006: 189 lbs., bmi 34.6, (B)(6) 2014: 200 lbs., bmi 36.6, (B)(6) 2015: "her obesity and smoking place her at a high risk for recurrence.¿ smoking, (B)(6) 2005: smokes less than one pack per day for the past 20 years, 2002: diabetes type 2, (B)(6) 2005: fairly large ventral hernia in the lower anterior abdominal wall, containing small bowel loops, (B)(6) 2005: recurrent incisional hernia right lower quadrant , (B)(6) 2006: recurrent ventral hernia, (B)(6) 2014: hernia is present in the epigastric area centrally; duration 1 year, (B)(6) 2014: periumbilical hernia; duration 1 year, (B)(6) 2015: chronic shallow broad-based fat-containing supraumbilical midline hernia at the superior margin of the hernia mesh repair. Surgical procedures: 1983, 1991 and 1996: cesarean section, 1986: cholecystectomy, 1987: abdominal hernia repair, 1997: hernia repair with mesh, (B)(6) 2001: repeat low transverse cesarean section via pfannenstiel incision and postpartum tubal ligation via modified pomeroy technique, (B)(6) 2005: total abdominal hysterectomy, bilateral salpingo-oophorectomy, extensive lysis of adhesions, (B)(6) 2005: laparoscopic incisional hernia repair, lysis of adhesions. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2006: recurrent ventral hernia repair with giant sepramesh 8 x 12, (B)(6) 2006: exploratory laparotomy, removal of infected sepramesh, and placement of drain, (B)(6) 2007: repair of incarcerated ventral hernia with bard composix mesh. Lysis of adhesions. Relevant medical information: (B)(6) 2005: CT abdomen/pelvis [a/p]: ¿history: right lower quadrant bulge. Evaluate for abdominal wall hernia. Impression: a fairly large ventral hernia in the lower anterior abdominal wall, containing small bowel loops.¿ ¿hernia repaired with mesh in 1997. Underwent a total abdominal hysterectomy/bilateral salpingo-oophorectomy in (B)(6) 2005, subsequently noted recurrence of hernia on right side of the midline. Constipated on and off. Pain in the area of the hernia is intermittent, worse with straining. First noticed the recurrence of the hernia in (B)(6) . CT in (B)(6) 2005.¿ ¿impression: recurrent incisional hernia right lower quadrant. Good candidate for laparoscopic incisional hernia repair.¿ implant preoperative complaints: on (B)(6) 2005: ¿a 42-year-old female who has an incisional hernia recurrence. She underwent a hernia repair with mesh in 1997 and has noticed a bulging in the right lower quadrant since (B)(6). The pain in this area is intermittent and is worse with straining. She presents for a laparoscopic incisional hernia repair.¿ implant procedure: laparoscopic incisional hernia repair, lysis of adhesions. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/03688425, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2005. Wound classification: clean. Findings: ¿an 11 x 14 cm incisional hernia with dense adhesions within the hernia sac. Hernia was repaired using a 17 x 20 cm gore-tex dual mesh plus.¿ description of hernia being treated: ¿a left subcostal anterior axillary 5 mm incision was made. The veress needle was inserted and the abdomen was insufflated to a pressure of 15 mmhg using carbon dioxide. A 5 mm trocar was inserted. Additional 5 mm trocars were placed in the anterior axillary line in the left lower quadrant and on the right side in the mid abdomen. There were dense adhesions throughout the lower abdomen and these were lysed bluntly within the area of the right lower quadrant. The adhesions were especially dense and these adhesions involved the small intestine and the omentum. The omentum was peeled away from the hernia sac bluntly and this exposed a loop of small intestine, which was contained within the hernia defect. This intestine was reduced and the adhesion to the hernia sac was lysed sharply using endoshears. The bowel was then inspected in this area and was found to be uninjured.¿ implant size and fixation: ¿the hernia was measured and was found to be 11 x 14 cm in height and length respectively and therefore a 17 x 20 cm gore-tex dual mesh plus was selected. The mesh was prepared by placing sutures at the 12, 3, 6, and 9 o¿clock positions using gore-tex suture. The mesh was inserted through one of the right-sided 5 mm port sites and was unrolled. Using separate stab wounds and a gore-tex suture passer the sutures attached to the mesh were brought up through the abdominal wall and tied. A tacking device was used to secure the edges and to keep the mesh flat at 1 cm intervals. Three additional sutures were placed to keep the mesh in place and these were passed through the abdominal wall and through the mesh and tied. The mesh was inspected and was found to have excellent coverage of the hernia defect. The bowel was again inspected and the omentum and bowel were intact and not having any bleeding. There was no drainage of intestinal contents. The abdomen was then deflated. All ports and instruments were removed. The 5 mm incisions were closed with a 4-0 polysorb subcuticular suture and dressed with steri-strips and tegaderms. The stab wounds for the gore-tex suture passer were closed with steri-strips.¿ explant preoperative complaints: on (B)(6) 2006: ¿.... Pain with even minimal activity , states hernia is getting larger.¿ ¿recurrent ventral hernia.¿ on (B)(6) 06: ¿the patient has a large hernia defect on today's exam that measures at least 8-cm in greatest diameter and is in the right lower quadrant.¿ explant procedure: recurrent ventral hernia repair with a giant sepramesh 8 x 12. Explant date: (B)(6) 2006. Findings: ¿the patient's gore-tex mesh had decompressed itself to just to be about 3 x 6 [likely inches, 7.6cm x 15.2cm] mesh and the hernia sac formed inferior to the inferior edge of the gore-tex patch. The gore-tex was removed, then the giant mesh was placed in the peritoneal cavity to engulf the bowel and extend laterally on flanks and to posterior to the bladder anteriorly.¿ ¿a midline incision was made above the umbilicus and taken down to the suprapubic area. The subcutaneous tissues were divided, and the hernia sac was separated on the fascia and sent to pathology. The gore-tex was also removed and sent to pathology . After adequate hemostasis was obtained, the large piece of giant mesh was then placed after the small bowel adhesions were lysed and small bowel was placed back in its normal anatomical position, and the omentum was placed overlying the small bowel. The giant sepramesh was placed and was then secured to the undersurface of the abdominal wall laterally with prolene sutures x4. Two prolene sutures were also placed in the area of the bladder on the surface of the anterior abdominal wall. The abdominal wall was then reapproximated with looped polydioxanone suture x2, and the skin was approximated with staples. Pathology for specimens removed during the (B)(6) 2006 procedure was not provided. Relevant medical information: (B)(6) 2006: hospitalization. Emergency department: ¿abdominal pain, nausea, vomiting. 2-day history of gradual worsening of lower abdominal pain. Exam: abdomen: moderate distention, diffuse mild to moderate tenderness. Acute abdominal series show multiple air-fluid levels consistent with partial small bowel obstruction. Impression: partial small bowel obstruction. Plan: admitted.¿ (B)(6) 2006: exploratory laparotomy, removal of infected sepramesh, and placement of drain: ¿specimen sent to pathology: intraperitoneal culture, gram stain c and s [culture and sensitivity], and a portion of the mesh with its filmy exudate for tissue culture, gram stain c and s.¿ procedure: ¿upon opening the peritoneal cavity, similarly, there was no puss [sic]. The sepramesh was in place. Four tacking sutures hooked to the anterior abdominal wall were removed and air extruded from beneath the mesh and cultures were obtained of frank pus [sic] that was identified. The 8 x 12 mesh was removed, and the pulse lavage was used to clean off the filmy exudate anterior to the bowel.¿ (B)(6) 2006: microbiology: culture: ¿no growth 4 days.¿ (B)(6) 2006: microbiology: body fluid culture. Specimen: ¿fluid goretex [sic] mesh of abdomen. Culture: 2 colonies candida albicans.¿ (B)(6) 2006: discharge summary. ¿discharged home on oral antibiotics of unasyn and ciprofloxacin, follow up 1 week.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03688425. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: decompressed mesh, mesh removal, additional revision surgeries ((B)(6) 2006, (B)(6) 2007). Additional event specific information was not provided.